Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of not being able to remove battery cap. Customer's blood glucose was 371 mg/dl. Customer states that blood glucose elevated to 440 mg/dl, 524 mg/dl and then dropped to 150 mg/dl. Customer was not able to unscrew battery cap with a quarter but was able to remove cap with a screw driver. Customer reported that insulin pump casing was also cracked. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.